Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with symptoms of redness and drainage in their device pocket due to an infection. It was noted that the patient's implantable cardioverter defibrillator (ICD) had eroded through the pocket. Culture was performed and confirmed staphylococcus epidermidis infection. The patient's ICD, right atrial, right ventricular, and left ventricular leads were explanted. Antibiotics was administered. The patient was stable.